Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The oxygen pressure sensor connector was found to be loose. The device's oxygen pressure sensor was reconnected to address the issue.

Event description:
The manufacturer received information from a third party service center alleging a ventilator's oxygen blending module was leaking. There was no harm or injury reported.